Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead may have been oversensing noise, which led to competitive atrial pacing and inappropriate mode switch. No intervention was performed, and the patient was in stable condition.